Manufacturer narrative:
Vyaire medical complaint number: (B)(4). At this time, vyaire medical has not received the suspect device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator stopped working while it was in use on a patient. The power shut down for 15 minutes, and the ventilator continued to ventilate on the internal battery for 10 minutes prior to shutting down. The patient was transferred to another ventilator with no reported issues/harm associated.

Manufacturer narrative:
Vyaire medical was able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The battery was charged for 50 hours and a battery duration test was performed. The ventilator fail and the ventilator shut off after 11 minutes of running on the battery. Bench testing revealed a malfunctioning battery was creating the fail test result.